Event description:
Per the clinic, the patient experienced magnet dislodgment and loss of connection to the internal device subsequent to experiencing a fall. Revision surgery to reposition the magnet is scheduled; however, it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery. This report is submitted on (B)(6) 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.